Event description:
During service testing, a baxter field service engineer reported failure code 810:11 on channel b. The hospital representative did not have information regarding whether there have been reports of any patient incident involving this pump since the last baxter service event.